Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials. The instructions for use states in the adverse reactions: "complications associated with the proper implantation of the align to urethral support system may include; but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunction. These conditions may be associated with over-correction/too much tension placed on the implant. Perforation or laceration of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pelvic, anterior, posterior, vaginal wall prolapse, enterocele, cystocele (prolapse), bladder, urinary tract infections, feeling of ladder fullness, pressure, dyspareunia, constipation, urinary stream varies in size and strength, vaginal discharge, diarrhea, hiatal hernia, depression, anxiety, decreased appetite, easy bruising, insomnia, weight loss, abdominal pain, cramps, irregular bowel movements, nausea, vomiting, back pain, dribbling, leaking after voiding, not emptying, urgency, urinary frequency, urinary hesitancy, urinary incontinence, urine retention, pelvic pain, pressure, stress incontinence, and required nonsurgical and additional surgical interventions.